Event description:
Reason for revision: loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Conclusion and justification status: from the communicated elements, it was carried out: a DHR analysis (for the corail stem). No other analysis was possible because the product was not returned. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.